Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and diabetic ketoascidosis. Customer¿s blood glucose was 466 mg/dl at the time of incident. The other blood glucose levels were 292 mg/dl, 66 mg/dl,349 mg/dl, 353 mg/dl, 295 mg/dl, 78 mg/dl, 316 mg/dl. The customer treated high blood glucose with bolus. Customer performed high pressure test and it was passed. The insulin pump will not be returned for analysis.